Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient reported when they try to use the controller, they get a notification that says the application has failed. The agent had patient close the myptm app and connect the communicator to the controller. The patient confirmed the blue light was on and the yellow light was not on. The patient was able to connect to the pump and deliver a bolus. The troubleshooting steps that were taken on the call resolved the issue. The patient claimed they have never had to resync with their pump twice in order to bolus. The agent reviewed the ptm (personal therapy manager) and the pump design/functionality. The patient was adamant that they have never had to sync twice and was starting to escalate so agent did not ask remaining questions. The patient called back later the same day for assistance and then had to disconnect the call as they were getting a call from their physician. Additional information was received from the patient on 12-nov-2024 who reported they have service code 338 and 156 (application restarting due to system error) since friday, causing them to have to restart the myptm app and ¿connect twice¿. The patient stated it was awkward, tedious, and tough to have to ¿connect twice¿ to the pump, and while in public, and wished it was ¿like the good ole days¿ where they could open the app, tap on deliver bolus, and receive a bolus. The agent assisted the patient in clearing 156 message on call but the patient later saw 338 when relaunching myptm app after restarting handset. The patient then mentioned it's ¿typical¿ for the percentage to ¿become stuck¿ at 91% when connecting and also an expected 52 minute lockout. The agent reviewed the same operating system is in all of the handsets, along with 338 and 156 considerations, but agreed to replace due to patient¿s escalation and history of escalation. An email was sent to the repair department for a replacement handset as well as a compatible wallet due to continually getting service code 338 and now getting 156.

Manufacturer narrative:
Continuation of d10: product ID hh9020tdd lot# serial# (B)(6). Product type: product ID a820; serial# unknown. Product type: software product ID tm90t0; serial# (B)(6). Product type: accessory section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. H3: analysis found that the device was able to connect to the communicator and implant. No anomalies were visually observed. The dev ice was then taken out of service and scrapped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.